Manufacturer narrative:
(B)(4). Final analysis found an external abrasion which breached the outer insulation which exposed the outer coil at 14.1 cm to 14.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise. (B)(4).

Event description:
It was reported that the right atrial lead exhibited inappropriate mode switches due to noise and the patient was symptomatic. The lead was successfully explanted and replaced. The patient was in stable condition during and post surgery.